Event description:
A malfunction was reported with the code malf 0. There was no reported impact on the customer¿s blood glucose level. The customer was assisted with resetting the pump by technical support as the malfunction code was resettable. The customer was instructed to continue using the pump and to call back if the malfunction code recurs, and they acknowledged this guidance.